Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the reported complaint. A visual inspection was performed and found both fuses were bad. The illuminator was installed into a printed circuit assembly system and it failed to power on and displayed errors 297 and 48238. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the customer experienced a 297 non recoverable fault. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the customer to power down and reseat the cables between the dual camera ccu and illuminator and cycle both breakers. The customer noticed there was no power on the illuminator. The customer completed the procedure using an alternate light source. There was no report of patient harm, adverse outcome, or injury. Isi followed up with the customer and was able to obtain the following information: the customer stated the patient was under anesthesia and port incisions were made when the issue occurred. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported complaint. Fse identified the illuminator required programming and attempted to reprogram the illuminator node, but was not successful. To resolve the issue, the fse replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.